Event description:
A report was received that during a revision procedure, it was noted that one of the patient's leads had high impedance, so the lead was replaced with a new one. The patient was doing well postoperatively.

Event description:
A report was received that during a lead revision for a device upgrade, the physician noted that the new lead he was going to implant into the patient displayed high impedances, and replaced the lead.